Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of having atrial fibrillation (af) and wondering why the implantable cardioverter defibrillator (ICD) didn't work. Medication was administered and the device remains in use. No further patient complications have been reported as a result of this event.